Event description:
The end user called stating he has a 2010 model commode that has a cracked seat. There was no injury due to this. He does not see any stickers on it identifying the model or lot number. He says he knows it's from 2010 because that's when they bought it but he cannot locate paperwork on the sale either.